Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a concentric right coronary artery (rca). A 32 x 3.50 promus elite stent was deployed in the rca. Following stent deployment, a distal edge dissection was noted. Another 12 x 3 drug eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.